Event description:
It was reported that the customer experienced a blood glucose (bg) level of 30 mg/dl and dehydration. Reportedly, customer programmed personal profile settings on the pump without the assistance of healthcare provider (hcp). The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline, insulin once bg levels stabilized, and dehydration was treated with magnesium and calcium. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections until able to update pump settings with hcp.

Manufacturer narrative:
Per the tandem user guide - check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.